Event description:
It was reported that the customer experienced a low and high blood glucose (bg) level ranging from 40 to 300 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address low bg. Customer updated their pump settings to address the event.